Event description:
Patient (rm) called hotline to report pump had infused medication between morning and afternoon on (B) (6) 2009, instead of in 2 days. He has a 2 inch black and blue "bubble" on foreskin. Patient states it is not painful. Dr. (B) (6), stated the bruising and swelling were not related to the use of the pump. Fill volume 100 ml.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. Without the actual sample, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no other complaints for the reported lot number. No determination could be made as to why the pump appeared to flow fast. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.